Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the nozzle was busted as reported. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the final position. There were no irregularities other than the nozzle burst. It was not possible to determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. Work order search: one similar complaint was reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon attempted to insert a ks-3ai aq310ai, 22.5 diopter preloaded injector, but the lens was tough to push and became stuck at the tip of the nozzle. The nozzle inflated and was damaged. The lens was not inserted and there was no patient injury. This is the 2nd of 2 lenses that were stuck for the same patient - see MFR report # 2023826-2018-00442. A 3rd lens was implanted with no problem.